Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device, when attempting to provide defibrillation shock to a patient, had started to produce smoke and was unable to provide defibrillation shock. The customer advised that a backup device was available and was used to successfully defibrillate the patient. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
A physio-control service technician evaluated the customer's device and verified that the reported issue. The cause of the reported issue was isolated to the therapy pcb assembly. Due to a part obsolescence, the device could not be repaired. The customer was offered a replacement device. The removed therapy pcb assembly was sent to physio product analysis center (pac) for further evaluation. It was observed that the capacitor, c103, was burned and shorted which caused the device to not complete its defibrillation charge. The cause of the reported issue was determined to be due to a shorted capacitor.

Event description:
A customer contacted physio-control to report that their device, when attempting to provide defibrillation shock to a patient, had started to produce smoke and was unable to provide defibrillation shock. The customer advised that a backup device was available and was used to successfully defibrillate the patient. There were no reports of adverse effects to the patient as a result of the reported event.